Event description:
The patient was receiving total parenteral nutrition (tpn), lipids and antibiotics. The lipid line started to back up. The microclave was replaced 8 times and still continued to back up in the lipid line. The product was removed and the lipids infused without difficulty.